Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, after fixating the right ventricular (rv) leadless pacemaker (lp), it was dislodged upon deflection test. The rvlp was repositioned. Another deflection test was performed and found that the rvlp was not fixated and rocking. The rvlp was taken out of the body, and it was believed that its helix was damaged. The rvlp was not implanted and another rvlp was used. No adequate location was found and when the replacement rvlp was removed from the body, it was noted that its helix was stretched. The replacement rvlp was not implanted as well, and it was elected to implant a traditional transvenous pacemaker system. Patient condition was stable.